Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent called and reported the insulin pump alarmed with a button error. Customer had already reverted to a back-up plan. The customer's blood glucose was not known. It was agreed upon that the device would return for analysis.

Manufacturer narrative:
No button error alarm noted. The insulin pump had unresponsive buttons due to moisture damage on keypad trace. Unable to perform displacement test due to unresponsive buttons. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked belt clip slot.